Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application service provider synchronization was not synchronized. A technical support specialist (tss) confirmed the network was back up, remoted into the system, and restarted application service provider synchronization. Transactions began trending downward as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, active server pages were not syncing. User from pharmacy stated that facility was not syncing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.